Event description:
In an inbound call from the patient's certified diabetes educator (cde), the reporter mentioned that the patient sleeps on her side and the v-go came off in her sleep. When asked if the patient used an alcohol swab to clean the infusion site prior to applying the v-go, the reporter responded that the patient should be either using an alcohol swab or taking a shower prior to applying the v-go. It was advised to the reporter to let the patient know to use an alcohol swab prior to applying the v-go to remove any lotions or ointments from the skin. The reporter stated that the patient has the v-go applied either on the right or left side of her belly. The reporter was unable to provide the lot number or expiration date of the v-go 30 device in question. The device is not available for return to the manufacturer for evaluation.